Event description:
Procedure: lavh. Reportedly, the procedure was initially scheduled as a laparoscopic procedure. However, during the procedure the surgeon attempted to use the instruments, but neither device would cut the tissue properly. The surgeon then converted to an open procedure to gain access to the tissue. He completed the procedure by cutting the tissue manually. The procedure was then completed without any reported adverse incident. No current pt status is available.